Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pump module not working could not be replicated during laboratory testing or through log review. There were no issues or anomalies identified during the internal and external inspection of the suspect pump module. The suspect pump module successfully loaded the operating system without any errors or malfunctions. A basic infusion was programmed for a duration of twelve (12) hours. The infusion was completed successfully with no errors or malfunctions. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pump module. Asm was used to evaluate the source pump module and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. A review of the pump module error log showed no records related to the reported issue of the suspect pump module. The pump module error and event log were downloaded to ascertain event details associated with the reported complaint. The concomitant pcu or logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resided on the pcu. The last infusion recorded on (B)(6) 2025 at 1:03 pm, at a rate of 250ml/h with a volume to be infused (vtbi) of 2ml. At 1:04 pm. The infusion was completed and transitioned to keep vein open (kvo). Then the user pressed channel off. The bd alaris system with guardrails user manual v12.3.2 states interoperability refers to the ability of the system pump module to: - receive infusion order parameters from a third-party system for pre-population this may be referred to as an automated programming request. - publish infusion status messages for consumption by third-party systems. Due to the intermittent nature of a wireless environment, some data can be lost if a connection cannot be established or is lost. The systems manager and wireless network card are designed to minimize these incidents but cannot eliminate them. If communication with the wireless network is interrupted, the pcu can be used, as intended, by programming infusions manually. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported issue that the pump module was networking could not be replicated during laboratory testing. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module. Note that this report lists imdrf annex a1801, g02017, g04037, g04088, c0503, c0601, d08, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module was not working while other pump modules were while connected to the same pcu. The wi-fi indicated is lit but the nurse receives an offline message when scanning the module for interoperability. The pump module was sent to the hospital biomed. There was no patient involvement. The customer later clarified that, "the pump was able to be programmed manually and was able to infuse, however it would not receive orders from epic via interoperability. We checked the lvp on multiple pcus with no success. We also ensured the pump was built/enabled for interop in epic. We also tested the pump via our epic tst instance and test bd server with no success."